Manufacturer narrative:
This report is to follow up with medwatch# (B)(4) or maude report # (B)(4). Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  The root cause of the incident experience remains unknown. All clamps are inspected 100% during the manufacturing process. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4).the incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"During coronary artery bypass graft surgery, aortic cross clamp broke when surgeon was repositioning. Device malfunction- that is, the device did not do what is was supposed to do."